Event description:
The pt underwent pelvic surgery during 09/2005, at the eight-week visit, one cm of exposed mesh along the anterior midline incision line was noted and the physician resected the mesh in his office. No estrogen cream was used due to the patient's age. At the twelve week post operative visit, the mesh was still exposed though the pt is having intercourse without difficulty. The pt was brought into the or in three months later for further revision. The physician trimmed the graft and added two suture layers.